Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that his blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips for evaluation. During investigation, meter switched on as expected. No anomalies were found in the customer service mode. Three control tests were run to check meter functionality using returned meter with returned test strips and in-house contour next control solution. During the first test, the meter was placed down and it switched off during testing. No result or error message was generated. Since no result was generated, nothing was found in meter memory, which was expected. Battery casing was removed and it was determined that the incorrect battery type was inserted in the meter. Batteries were replaced with correct battery type and testing was continued. All three tests were within acceptable ranges and properly stored in meter's memory, after replacing the batteries with correct battery type.